Event description:
The lay reporter contacted lifescan (lfs) alleging a problem with the pt's one touch ultra meter. No info on what was exactly wrong with the device. Approx one month ago, exact date unk, the pt experienced frequent urinationand was unable to obtain a reading on her one touch ultra meter. The pt and received readings in the 300's. The pt did not receive med treatment. A customer care advocate (cca) assisted the lay reporter and was ble to obtain a reading a reading and sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and what was actually wrong the device. The complaint is being reported because the pt experienced symptoms of hyperglycemia and was unable to test on her one touch ultra meter due to an unspecified issue.